Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a post-implant device check. Upon review, the right atrial lead exhibited a loss of sensing and capture. An x-ray was performed and the lead was found to be dislodged and had fallen into the right ventricle. The lead was repositioned later that day. The patient was stable following the procedure.